Event description:
The customer reported that they received erroneous results for a total of four patient samples tested for human chorionic gonadotropin (hcg) stat (short turn around time). Of the four samples, two had discrepant results that were reported outside the laboratory. The customer's laboratory has initiated a protocol that requires any patients with an hcg stat result of <5.0 miu/ml to have a rapid pregnancy test performed. If this rapid pregnancy test is positive, the initial sample is then repeated. Samples are aliquoted into pour off tubes manually by the customer or by an mpa system. The mpa system typically aliquots 1 ml of serum into the tubes and the customer stated that they will sometimes place something under the tube in order to raise the tube. The first sample initially resulted as <1 miu/ml on (B)(6) 2013. The customer was unable to provide the exact date the sample was run. The initial value of <1 miu/ml was reported outside of the laboratory. The sample was repeated and resulted as >10000 miu/ml. The repeat result was believed to be correct. The second sample initially resulted as <1 miu/ml on (B)(6) 2013 and this value was reported outside of the laboratory. The sample was repeated and resulted as >10000 miu/ml. The repeat result was believed to be correct. The patients were not adversely affected by the event. The hcg stat reagent lot number was 17111501 with an expiration date of 06/30/2014. The field service representative determined that there was not enough dead volume in the tube after pour off. He verified s/r probe adjustment and verified lld; these were ok. He advised the customer to run samples in sample cups or the primary tubes since no discrepant results are reported when samples are run in these containers. He performed performance testing and the analyzer checks within specifications. Calibration and quality controls were within the customer specifications. The customer indicated that they have started asking for the original tube that is provided rather than aliquots. The customer stated that if any tube does not have enough sample in it, they will pour this into a sample cup and place it on top of a tube.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. A general reagent issue could not be found.